Manufacturer narrative:
The device is still in process of being evaluated. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Event description:
During device evaluation by baxter on a colleague cx volumetric infusion pump, a constant upstream occlusion on channel c occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review revealed that the device has not been serviced by baxter prior to this event. A device history review was performed finding three exceptions during manufacturing, however, the device was re-tested and found to be performing as designed. The user interface module master software version is 5.04.00, categorized as unremediated.